Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message" was confirmed during the functional testing and based on the review of the archive data. The root cause for the ua41 error was a defective temperature sensor, likely attributed to the device's aging. The autopulse platform was manufactured in 2015 and is six years old, past the expected serviceable life of 5 years. During visual inspection, no physical damage was observed. The archive data indicated several ua41 errors on and around the customer reported event date; thus, confirming the customer reported complaint. In addition, unrelated to the reported complaint, the archive data indicated ua45 (not at "home" position after power-on/restart) and ua20 (position out of range) error messages. Based on the archive, the customer cleared the observed error messages. User advisories are clearable error messages; per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The ua 20 error message alerts the operator that the autopulse driveshaft is not within the normally acceptable range of positions. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The autopulse platform failed initial functional testing due to the ua41 error message; thus, confirming the customer-reported complaint. The temperature sensor was replaced to address the reported ua41 error. Following the temperature sensor replacement and service completion, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
The customer reported that the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message. The customer provided no further information. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.